Event description:
The customer reported to olympus that the bronchovideoscope had a leak found from bending section during reprocessing. During inspection and evaluation, connecting tube has coating peeling (1mmsq or more). There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: scratches throughout the device, due to damage on charged coupled device unit, the image has shadows, due to damage on switch box, all switch buttons do not work, distal end has a dent, bending rubber has a cut, connecting tube has a dent, due to wear of angle wire, bending angle in up/down direction does not meet specifications, due to a dent on the channel tube, channel cleaning brush cannot inserted smoothly and forceps cannot be inserted smoothly, light guide bundle has breakage, and control unit and electrical connector have corrosion, due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the connecting tube coating peeling was physical stress such as rubbing or hitting insertion section, chemical stress by conducting reprocessing, and/or stress by inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.) The event can be detected/prevented by following the instructions for use which state: ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. 1.4 precautions: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. The storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and ultraviolet-rays may damage the endoscope or present an infection control risk.- do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.